Event description:
The customer reported that the "IV tubing was set up and proper loading sequence into pump was followed. During the infusion of IV solution, it was noted that there was leakage. Pt was wet. Upon examination, the tubing had torn near one of the blue connectors. This tear occurred on the section of tubing that is run through the pump." No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. This report was filed by the MFR. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.